Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer over estimated a bolus, compared to what was consumed. Recommendation was made to consult with healthcare provider regarding diabetes management.